Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation and was received with the hex bushing worn and the lock still moved after unit was lock down; lock needed to be replaced. The device history record showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The complaint was confirmed. Root cause was unknown, however the most likely reason was wear and tear.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that the lock and rocker arm of the a2000 mayfield 2000 skull clamp had movement. There was no patient injury. The date of the incident was not provided. Additional information was received on 12aug2019 indicating that the looseness was found when the representative was looking at the devices. There was no delay in surgery reported.